Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose value was unknown. Customer reported battery failed alarm again. The insulin pump was operating on the aa battery only. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported insulin pump has not been exposed to temperatures below 41° f. Power error detected alarm recurred within a week troubleshooting previous occurrence. The device was returned for analysis.